Event description:
It was reported that the generator displayed an error message during an rf procedure. Troubleshooting efforts were unsuccessful and the procedure was cancelled.

Manufacturer narrative:
The product has been received, however, the investigation has not yet begun.